Event description:
Reporter alleged blood glucose measured 43 mg/dl at 10:26 am back to back with a result of 513 mg/dl at 10:27 am. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.